Manufacturer narrative:
(B)(4).

Event description:
The pt went into withdrawal. The pump was found to be empty prior to the scheduled refill. The pump was replaced. The device system was used to deliver baclofen. A follow up report will be sent if add'l info becomes available.